Event description:
The customer reported that the stenoscop system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.